Event description:
It was reported that during a coronary drug eluting stenting procedure, the balloon sticking to the stent occurred. The lesion being treated was in a heavily calcified posterior descending artery (pda) off of the circumflex (cx). The physician had difficulty passing the wire through the lesion. He used a cutting balloon, 2.25 mm x 10 mm, inflating it twice to 6 atms. The physician then used a maverick 2.25 mm x 15 mm balloon, inflating it four times to predilate the lesion. The physician then successfully deployed a taxus express2 8.8% 2.5 mm x 24 mm drug eluting stent in the cx pda at a bend portion of the vessel. The physician was able to inflate and deflate the delivery balloon successfully. However, the deflated balloon stuck to the stent. The physician inflated the balloon to 6 atms, dialed back down to zero, and pulled negative twice, which did not release the balloon. He then pulled back negative on the inflation device several times. The physician then reinflated and deflated the balloon 4 times. The physician was about to administer ic nitroglycerin when the balloon spontaneously released. The efforts to release the balloon lasted about 15 minutes. No patient complications were reported.